Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 25 may 2020: lot 1900806: (B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event.

Event description:
The patient came in reporting instability 7 months after the primary surgery which was caused by a leg length discrepancy. The primary surgery was not amis. Dr. (B)(6) uses orthogrid on his c-arm fluoroscopy and felt that the length and offset looked good during the case. He said the post-op x-rays looked good as well, but the patient experienced a "shortened" feeling of the leg when she was weight-bearing. The surgeon revised the head and implanted the option sleeve. The liner wasn't revised.